Manufacturer narrative:
The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a j-pouch/large bowel resection with a pediport, the plastic insulation on the device turned outward. This occurred after the eighth time sealing. Attempts were made to fix this issue. At some point, the surgery was converted to open. Another device was used to complete the procedure. There was no injury to the patient.